Event description:
It was reported that the patient advocate expressed concerns that this right ventricular (rv) lead likely exhibited dislodgement. Subsequently, this rv lead was explanted and replaced with the same model. No additional adverse patient effects were reported.